Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, faradrive sheath has been tested at preparation in saline and was fine. When sheath was inserted into patient, physician aspirated with farawave catheter inserted in shaft, physician complained about continuous air ingress, which resulted in lots of visual bubbles in sheath tube and shaft. The sheath was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.